Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("a piece from inside of me after the removal of essure back") and device breakage ("a piece from inside of me after the removal of essure back") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant) and complication of device removal ("a piece from inside of me after the removal of essure back"). Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and medical device removal with essure. The reporter considered device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by an other and describes the occurrence of medical device removal ("a piece from inside of me after the removal of essure back") and device breakage ("a piece from inside of me after the removal of essure back") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("a piece from inside of me after the removal of essure back"). Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and medical device removal with essure. The reporter considered device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by an other and describes the occurrence of medical device removal ("a piece from inside of me after the removal of essure back") and device breakage ("a piece from inside of me after the removal of essure back") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("a piece from inside of me after the removal of essure back"). Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and medical device removal with essure. The reporter considered device breakage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.